Event description:
A customer reported to baxter (B)(4) of an unknown administration set in which IV tubing exploded during a CT procedure. The customer explained that "medical imaging was clamping the tubing inappropriately and trying to push contrast through a tubing that is not pressurized for this psi." The reported condition occurred during infusion. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed as a lot number is not available. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.